Manufacturer narrative:
Date of birth - (B)(6).

Event description:
It was reported that in-stent restenosis occurred. The patient underwent treatment with the eluvia device on (B)(6) 2019 as part of the (B)(6) clinical trial. The following lesion was treated (left limb): mid superficial femoral artery (sfa) with 50mm length and 90% stenosis. Reference vessel diameters were 5mm proximally and distally. Pre-dilation was performed using one balloon, and the lesion was crossed through the true lumen. A 6x60mm eluvia stent was implanted. Post-dilation was performed using one balloon, and residual stenosis was 20%. No thrombus was seen in the treated vessel at the end of the procedure. On (B)(6) 2020, stent restenosis of the left sfa was observed. The patient was hospitalized and angioplasty of the left sfa was performed. The event was reported as resolved on (B)(6) 2021.